Event description:
Reporter alleged discrepant blood glucose results of 450 mg/dl back to back with a result of 27 mg/dl, when testing was performed 1 minute apart on the compact system. The location of the alleged testing was not provided. No actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.